Event description:
It was reported that the implantable pulse generator (ipg) device was at elective replacement indicator (eri) two weeks post previous device check. It was also reported that the patient was hospitalized with chest and abdominal pressure from the vvi 65 pacing mode. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance leading to eri (elective replacement indicator). Battery depletion indicated/eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance leading to eri (elective replacement indicator). Battery depletion indicated/eri due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware verison 8 installed on (B)(4)-2011. Upon analysis, normal battery depletion was found.